Event description:
A hospital in (B)(6) reported via our distributor that the water feedset of an mr290 vented autofeed humidification chamber was leaking during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer and visually inspected. Results: the visual inspection revealed a crack in the water feedset spike. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the crack observed in the water feedset spike was likely to have been caused by excessive impact force. Every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the water feedset was damaged post-production.